Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/05/2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient wore the sensor beyond seven days. It was reported that values were 50-150 points off. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Labeling indicates: dexcom g5 mobile sensor sessions last seven days.